Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected for any cosmetic damages. A chip was seen at distal end. Further, it was noticed that a piece of a insert shaft remained inside the handle. The insert was removed and the handle was fully functional. The insulation of the handle was tested and passed the insulation scan test. Probable root cause could be user error. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.